Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc would not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was outside of clinical use. The field service engineer (fse) went onsite and confirmed the host pc boot up issue. Review of system log file shows that the system was down during a period which indirectly indicates something malfunction related to host pc. Upon troubleshooting, the fse found that the led on host pc was not light up. The philips engineer reseated all connection on the host pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.